Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A us distributor reported that the patient developed an intermittent skin irritation all over his legs, arms, and under the lifevest. The irritation was described as allergy-like. The patient also reported that he has a rod in his leg that will remain there for approximately a year. The patient reported that his doctor prescribed a cream and steroids and that he had been taking benadryl. Follow-up indicated that the irritation had healed for the moment.